Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: d5, e2, e3. Additional information: e1 (event sitetelephone:(B)(6) ) a getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had further inspected the equipment and the application for spare parts. After that on-site the fse had further replaced the "d040-00-0147"- kit 5000 hr prevent maint so, that after the replacement the equipment had passed all the functional parameters which were being tested under the normal condition and it was being delivered to the customer for clinical use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number : (B)(6).

Event description:
It was reported that during the self-check on a patient, the cs100 intra-aortic balloon pump (iabp) had an automatic inflation failure and after restarting it still cannot be used and is waiting for repair. There was no patient involvement reported.